Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a cardiac arrhythmia procedure and the procedure was completed using another system. The philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Review of the system log file showed that a "geometry bib(bodyguard interface box) error" resulted in the system not being able to produce xray and fse determined the bib was not working correctly. The fse replaced the c-arc bib, detector bodyguard, power supply, sensor and calibrated bodyguard. After replacement of the c-arc bib, detector bodyguard, power supply, sensor and calibration of bodyguard, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system could not x-ray. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.